Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Due diligence attempts have been made to obtain the status of the explanted device for return. At this time, the device has not been provided. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). A device history record (DHR) review was performed, and no relevant non-conformances were identified. Valve thrombosis is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. Based on the information available, the most likely cause is patient factors, including history of coronary artery disease and hypothyroidism.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry and investigation that a patient with a 25mm 11400m mitral valve, was explanted after an implant duration of 7 months, 11 days due to leaflet motion restricted, moderate leaflets thickened, thrombosis and severe mitral stenosis. The explanted valve was replaced with a 27mm 11400m valve. Per medical records, the patient presented with shortness of breath and chest pain and was found with moderate leaflets thickening (halt) with severely reduced leaflet motion, thrombosis, severe mitral stenosis. The patient underwent a redo mvr. Intraoperatively, the valve was inspected and removed. There was a substantial amount of thrombus of the ventricular aspect of the valve which extended into the ventricle. A 27mm 11400m was implanted and secured with cor-knot. Tee demonstrated well seated valve without perivalvular leak. On pod #6, the patient was discharged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.